Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: brown particles, opening on posterior, underweight. A visual and microscopic analysis was performed which identified: crease sharp opening, crease smooth opening, crease fold and wear abrasion. Based on the device analysis the final assessment is: a opening crease sharp on posterior due to fold flaw opening; a opening crease smooth on radius due to fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted. Manufacturer of the device is unknown.